Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the physician believed that the left ventricular (lv) lead was too anterior and will be revising. This lv lead was surgically abandoned. No additional adverse patient effects were reported.